Event description:
It was reported that the patient underwent bkp at l1. During the surgery, extravertebral cement leakage was reported. It was reported that there was no symptom related to the event and there was no change in leaked cement.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.